Event description:
The end user reported that he sought medical attention on (B)(6) 2017 at 2:00 am after receiving a result of "hi" from the prodigy diabetes glucose meter. He was shaking and did not feel well and called the paramedics. They performed a blood glucose test with their meter and received a result of 114 mg/dl. There was no treatment administered by the paramedics. No additional information was provided in relations to this medical event.